Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing a ¿heartbeat like thumps when laying down over night and the following afternoon¿ one day post implant. Follow up revealed the patient was sensitive to the lv pacing. The left ventricular (lv) lead was programmed off and the patient symptoms improved after two days. It was additionally noted that the right ventricular (rv) lead exhibited low impedance from the tip to the coil. The lv lead was programmed off and the rv lead remains in use. No further patient complications have been reported as a result of this event.